Manufacturer narrative:
The computer activity logs of the device were evaluated. The observed event was confirmed, and determined to have been attributable to the manner in which the pump controller software counted certain transient events.

Event description:
During cardiopulmonary bypass, the pump displayed a "motor disconnect" alert message, resulting in pump stop. Restarting the pump restored normal function. There were no adverse consequences to the pt as a result of this event.